Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had issues with blood glucose values. Customer stated that she has had low blood glucose values in the range of 30mg/dl. Customer had been having high blood glucose values everyday with her pump at 300mg/dl. Customer stated that they had bolused with the pump to treat the highs. She went to sleep last night with blood glucose value of 70mg/dl and woke up this morning at 160mg/dl. Insulin pump will not be returned for analysis.